Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient presented with following pre-op diagnoses, history of previous fall from crane with remote diagnosis of severe low back pain and radiculopathy with subsequent l4-l5, l5-s1 degenerative disk disease with severe symptoms. Patient underwent following procedure, anterior retroperitoneal approach for discectomy of l4-5 and l5-s1. Anterior lumbar interbody fusion at l4-5 l5-s1 with placement of peek cage and bmp allograft and instrumentation. As per op notes: ¿.. Peek cage interbody spacers and then it was packed with bmp soaked sponge. These were then placed into l4-s1 disk spaces..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.